Manufacturer narrative:
Based on the limited information made available from this reporting dental office, it is not known what role, if any, the lava ultimate played in the reported outcome. Other factors, such as prior tooth history of fracture, may have played a role in the need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old female patient who required extraction of tooth #15. This tooth had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2014 because the tooth had fractured. On (B)(6) 2016, the lava ultimate crown debonded and decay was noted. The tooth was extracted.